Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that the patient was revised due to fracture of the femoral component. The patient does not recall sustaining any injury, but the surgeon alleges trauma.

Manufacturer narrative:
The femoral component and articular surface were returned with the complaint for investigation. Visual inspection confirmed that the femoral component fractured on the medial condyle and that the articular surface exhibited major gouging. Sem analysis was performed on the femoral component. The fractography conducted by the sem revealed that the condyle was fractured due to fatigue stress. Cracks were suspected to have initiated near the inner surface rail of the condyle. The device history records for the femoral component were reviewed with no deviations or anomalies identified. This device is used for treatment. A complaint history review was performed for the femoral component. The search identified zero (0) additional complaints for the same lot, and zero (0) additional complaints for this device for the same or a similar issue. The reported components (femur, patella, articular surface, tibia, and stem) were reviewed for compatibility with no issues noted. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The surgeon stated that the patient did not remember falling or any blunt trauma to the knee; it was also indicated that the patient was not obese. There is no other information regarding patient factors or events that could have contributed to the implant fracture. A definitive root cause cannot be determined with the information provided. The package insert that was included with the femoral component lists fracture/damage of the prosthetic knee components as an adverse effect of this procedure.

Event description:
It is reported that the patient was revised due to fracture of the femoral component. The surgeon stated that the patient does recall sustaining any injury. There was no indication of trauma.

Manufacturer narrative:
The femoral component and articular surface were returned with the complaint for investigation. Visual inspection confirmed that the femoral component fractured on the medial condyle and that the articular surface exhibited major gouging. Scanning electron microscope (sem) analysis was performed on the femoral component. The fractography conducted by the sem revealed that the condyle was fractured due to fatigue stress. Cracks were suspected to have initiated near the inner surface rail of the condyle. The device history records for the cr-flex gsf precoat sz e-l , lot number and the xlpe cr art surf 3,4/yel 12, lot number, were reviewed for deviations and/ or anomalies and both were identified with no deviations/ anomalies. These devices are used for treatment. Complaint history search based on the products and lots combination revealed zero similar complaints. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Implants were found to be compatible with each other. The surgeon did state that the patient did fall and alleges that trauma occurred. The adverse events section of nexgen cr-flex and lps-flex gender solutions female (gsf), knee femoral components package insert, lists fracture/damage of the prosthetic knee components as an adverse effect of this procedure. Based on the given information, the root cause is trauma from an external event (a fall).